Event description:
The customer reported a problem with the monitors. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced a blown fuse. The system operates as intended.